Event description:
It was reported the subject device fractured approximately 1inch proximal to the strain relief when the physician handled during preparation. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the shaft was kinked and compressed several places along its length; no additional anomalies were observed. Functional testing was not conducted due to the damages noted, likely caused by handling damage. Based on the information provided and device analysis, it is likely that depending on how the hub strain relief was removed from the protective tubing, force may have been exerted causing the kink near the catheter proximal end, which was interpreted as a break. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported the subject device fractured approximately 1inch proximal to the strain relief when the physician handled during preparation. There was no clinical consequence to the patient as a result of this event.